Manufacturer narrative:
The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. As stated in the complaint description the delivery system was not able to be pulled back into the guide catheter. The taxus liberte instructions for use (dfu), clearly states: "stent system removal" if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. The root cause of this event can be attributed to not following the stent removal directions in the dfu.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent was damaged. The lesion was not predilated. The physician attempted to cross the moderately calcified left main coronary artery lesion, but was unable to cross. The stent delivery system was removed and resistance was felt. The physician was unable to pull the stent delivery system back into the guide catheter. The stent delivery system and the guide catheter were removed as a unit. Upon removal, the physician found that the proximal stent struts of the taxus liberte drug eluting stent were damaged. The procedure was completed with a different device. There were no patient complications and the patient condition was reported to be "good".